Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. The reported issue could not be reproduced during the device evaluation due to a constant reload set alarm. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion alarm was verified. The cause was determined during a visual inspection to be cracks on the ultrasonic sensor tail. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.